Event description:
Implant fell in Sinus Floor and had to be removed in the same surgery. Another surgical intervention wasn`t necessary.

Manufacturer narrative:
Implant fell in Sinus Floor and had to be removed in the same surgery. Another surgical intervention wasn`t necessary.No product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning.Dentist should have consulted instruction for use to prevent this from happen.